Event description:
Use of breg pain pump identified in legal proceedings regarding a claim of shoulder chondrolysis for two individuals. Pt is a male, the date of event for pt was 2005. Breg was served legal papers related to pt in 2008, and product identification was later established, the exact date is not known.

Event description:
Use of breg pain pump identified in legal proceedings regarding a claim of shoulder chondrolysis for two individuals. Pt is a male, the date of event for pt was 2005. Breg was served legal papers related to pt in 2008, and product identification was later established, the exact date is not known.